Event description:
It was reported that during a peripheral orbital atherectomy procedure, the csi viperwire guide wire tip fractured and was left in the patient. The target lesion was located in the anterior tibial (at) artery which had a reference vessel diameter of 2.5mm. The physician had successfully completed treatment of the lesion using a csi orbital atherectomy device (oad) and viperwire guide wire. He followed-up atherectomy with one low pressure balloon angioplasty inflation at 4atms. Upon removal of the viperwire from the patient, the physician noticed that the tip of it had fractured off and was in a lateral branch of the metatarsal artery. The tip of the viperwire was left in the patient as it was not occluding any blood flow. The patient status remained stable throughout the procedure.

Manufacturer narrative:
Device and viperwire analysis. The oad was returned with the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed a kink in the driveshaft 14.0cm distal to the adaptor hypotube lap weld when the control knob is in the full forward position. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The driveshaft was destructively cut just proximal to the kink to allow for further functional testing. An in-house 0.014" test wire was then loaded into the handle assembly without issue. When tested, the device functioned as intended with no abnormalities observed. The initial visual examination of the guide wire revealed that the proximal spring tip solder bond and coils were damaged. The distal spring tip coils and support ribbon were also found to have fractured. The fracture was located 13mm distal to the proximal spring tip solder bond. The fractured section was not returned for analysis. The damage is consistent with the spring tip contacting with the spinning driveshaft. The damaged spring tip was sent for scanning electron microscope (sem) analysis. Sem analysis identified flattened filars at the proximal solder bond and a rubbed fracture face on the core wire. This damage is consistent with the oad tip bushing contacting the proximal solder bond on the viperwire spring tip. At the conclusion of the failure analysis investigation, the root cause of the reported event was contact between the viperwire spring tip and spinning driveshaft. The material inspection report for the viperwire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The wire met material, assembly, and quality control requirements. (B)(4).